Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity s anti-hbc lot 09227be00 identified normal complaint activity there are no trends for the product related to patient results. A returned reagent kit cartridge from the customer was tested to determine the cysteamine hydrochloride content. Despite sample stress due to testing, storage and transport conditions the content of cysteamine hydrochloride remained within the acceptance criteria. Therefore, a reduction of the concentration of cysteamine hydrochloride caused by a possible contamination of the sample can be excluded. Additionally, a retained kit of reagent lot 09227be00 was tested for specificity with a human negative population panel and the data shows that the specificity performance of lot 09227be00 is not compromised. Customer sample returns did not pass the acceptance criteria confirming the elevated sample specific results. While the results of the return samples replicated the events experienced at the site, indicating a sample subset interaction, the negative control in the study met all protocol criteria and product requirements. As the negative control is designed as representative of the expected negative donor population, the system is performing as intended and product requirements are being met. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lots were investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
Date of event edited from (B)(6) 2020 to (B)(6) 2020 additional information provided regarding donors tested.

Event description:
The customer reported false repeat reactive alinity s anti-hbc results on nine donors tested on (B)(6) 2020 between 15:16 and 16:09. All associated products with these donations were discarded. There were also 20 other samples tested on (B)(6) 2020 between 15:05 and 16:07 that were nonreactive. No impact to donor management was reported.

Manufacturer narrative:
Section b.5 additional information provided regarding donors tested. Section a1 patient identifier: donor sids: (B)(6).

Event description:
The customer reported false repeat reactive alinity s anti-hbc results on nine donors tested on 11feb2020 between 15:16 and 16:09 that were negative by vidas and biorad methods. Donation sids provided: (B)(6). All associated products with these donations were discarded. There were also 20 other samples tested on 11feb2020 between 15:05 and 16:07 that were nonreactive. No impact to donor management was reported.

Manufacturer narrative:
This follow-up MDR is being submitted because this event involved an international product: alinity anti-hbc, list 06p06-55 which a field action, fa02sep2020 has been taken. There is no impact to the us similar product: list 06p06-60 and no further mdrs will be required.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false repeat reactive alinity s (B)(6) results on nine donors tested on (B)(6) 2020. No impact to donor management was reported.